Manufacturer narrative:
D6: info not applicable. H2: added additional info.

Event description:
During a laparoscopic cholecystectomy the surgeon fired the first clip across the cystic duct. The next clip did not automatically load into the jaw of the instrument. The subsequent firing of the applier resulted in clips being spit out of the jaw. Another er320 was used to complete the case. There was no consequence to the patient.